Event description:
A surgeon reported via fax that, "a female pt underwent a surgical procedure of total knee replacement in 2008, during the last 2 years, the pt experienced pain of knee. She was examined and the x-rays showed a loosening of the prosthesis. An unanticipated revision surgery was planned on (B)(6) 2010." During the surgical procedure, the surgeon noted that "the aseptic loosening of the prosthesis was due to breaking of the femoral component of the prosthesis."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.